Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged blood cancer and shortness of breath/difficulty breathing while using the device. Patient also alleged particles in the tubing and chamber. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged blood cancer and shortness of breath/difficulty breathing while using the device. Patient also alleged particles in the tubing and chamber an issue related to a bipap device's. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a light amount of dust contaminant on the front panel, top enclosure underneath and around the flip doors, rear panel, bottom enclosure in the outside track under the user interface panel, and on the blower motor. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.